Manufacturer narrative:
(B)(4).

Event description:
On 08sep2015 a patient (pt) called to report that he/she had pain in his/her right eye (od) every time the pt wore the acuvue oasys for astigmatism contact lens (cl). The pt also reported that he/she visited the eye care professional (ecp) who advised the pt that he/she had 'an ulcer in his/her eye.' It is reported that the pt wears the suspect product as daily wear and replaces the suspect product after two weeks of wear. Multiple attempts have been made to reach the pt by telephone, but the pt has not responded. A (B)(6) letter was also sent to the pt. The product availability for return for evaluation is unknown. The event date is reported as (B)(6) 2015. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002mk0 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.